Event description:
The surgeon reports performing cataract surgery with an attempted implantation of an li61aor iol using the ez-28 delivery system. During surgery weak zonules and a capsular tear were noted. Due to the zonular insufficiency it was decided to remove the lens through an enlarged incision and replace it with an anterior chamber lens. Please reference MDR #: 1119279-2011-00070.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report.